Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have the grip cable crimp from wrist control cable at the grip hub dislodged. The dislodged crimp is located at the open grip cable. The cable crimp is captured inside the welded grip. Further inspection found indentations on the distal idler pulley. Additional observations related to the customer's complaint: the instrument was found to have multiple indentations on the edge of one of the distal idler pulleys. There were potential fragments missing. Other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The grip cable crimp dislodged. The complaint was confirmed by failure analysis. The probable root cause of the dislodged cable crimp was attributed to a component failure. Common causes of the failure mode distal pulleys mechanical indentations/burrs are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces.